Event description:
Caller states patient tested 4.8 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The caller did not know which coaguchek xs system produced the discrepant result. Reference medwatch report with patient identifier (B)(6) for the additional suspect device used. Customer no longer has the test strips.